Event description:
It was reported that the patient was unstable. The more than 90% stenosed target lesion was located in the mildly tortuous and calcified left circumflex artery. Following pre-dilatation of a 1.5x10mm non-boston scientific balloon catheter, a 12 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The procedure was not completed due to patient was not stable. No further patient complications were reported. It was further reported that treating the left circumflex artery failed and the patient was taken to the cardiac care unit (ccu) for additional care. Eventually, the patient became stable. It is unknown whether a device issue contributed to the patient's condition.

Event description:
It was reported that the patient was unstable. The more than 90% stenosed target lesion was located in the mildly tortuous and calcified left circumflex artery. Following pre-dilatation of a 1.5x10mm non-boston scientific balloon catheter, a 12 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The procedure was not completed due to patient was not stable. No further patient complications were reported.